Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. Staple pushers were visible at the 4.5 cm cut line indicating the point where the firing had stopped. The anvil clamping mechanism was deformed. The reload was loaded into a pmv representative instrument powered handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, and articulated properly without difficulty. The reload anvil could not be closed completely on the initial clamping stroke as a result of the deformed anvil clamping mechanism. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgical team used a reinforced reload with a powered handle and it could not be fired correctly. With an idrive and it could not be fired correctly and the jaws of the reload would not open completely. It was also difficult to load the reload onto the adapter. To correct the problem, another reload was used. No other adverse events were reported.